Event description:
The pt experienced a change in therapeutic effect. A volume discrepancy was found. The expected residual volume was 3.4ml and the actual residual volume was 14 ml. The event logs were reported to be normal and the correct programming was used. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4)